Manufacturer narrative:
(B)(4). Upon follow up it was reported that prior to death, the patient was hospitalized for an unspecified indication. While hospitalized, the patient began treatment intraperitoneally with cefazolin (7 grams per day) and gentamycin (50mg per day). Two days later, the patient was diagnosed with peritonitis manifested by cloudy effluent. The patient began treatment intraperitoneally with vancomycin (1.5 gram and frequency not reported) and ceftazidime (1gram, daily) for the peritonitis. Two days later, the patient switched treatment to meropenem and vfend (doses and frequencies not reported) intravenously. Upon detection of e. Coli and enterococcus faecalis, the patient¿s catheter was removed. Three days later, the patient experienced an anterior myocardial infarction with cerebral ischemia and sepsis and passed away. The cause of death was reported to be the anterior myocardial infarction with cerebral ischemia and sepsis. The patient had not yet recovered from the peritonitis when they passed away. An autopsy was not performed. No additional information is available at this time. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The pd catheter was removed. Approximately six weeks prior to receipt of this report, the patient died. The suspected cause of death was reported as anterior myocardial infarction, but was not confirmed. It was not reported if the patient recovered from peritonitis prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.